Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin had been administered and the activated clotting time (act) was 232 seconds after the transeptal puncture. A double curve watchman truseal access system was advanced into the patient's anatomy. Upon looking at the transesophageal echocardiogram (tee) imaging, a thrombus was noted on the tip of the access system. The thrombus was aspirated into the access system and removed from the patient. A new single curve watchman truseal access system was used and a 27mm watchman flx laa closure device was successfully implanted in the patient. No patient complications occurred.